Event description:
Report submitted by endotherapeutics pty ltd on behalf of end-user- invasive birth due to abandonment of mityvac and change to forceps, episiotomy required due to forceps. Mityvac was applied. Was re-pumped to green zone after first pull. On second pull the device snapped at the cup and tube entry point. Vad was abandoned. Follow-up initiated for additional information. 1216677-2021-00250 mityvac m-style cup 10007lp (B)(4).

Manufacturer narrative:
Investigation: x-no sample returned, x-review DHR. Analysis and findings: e-complaint-2021-10-0000420. Was the complaint confirmed? No. Distribution history: the complaint product includes the stem/cup subassembly (part number 53348) which was purchased from carclo in february 2020 and was assembled to manufacture the final product at csi on 07/27/2020 under work order (B)(4). Manufacturing record review: DHR-286162 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: incoming inspection records iqc record-20-02-06-001 and iqc record-20-02-19-030 for the stem/cup subassembly (part number 53348, lot number lm238455) were reviewed and no non-conformities, related to the complaint condition, were noted. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history attached did not show similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: root cause not applicable as the complaint condition was not confirmed. It should be noted each piece is 100% inspected for overmold delamination at the stem/cup by flexing the stem 90° and rotating the stem 360° around the top surface. During the stem rotation, no part of the overmold should be seen separating from the cup surface. Correction and/or corrective action: coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. Preventative action activity : coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Report submitted by endotherapeutics pty ltd on behalf of end-user- invasive birth due to abandonment of mityvac and change to forceps, episiotomy required due to forceps. Mityvac was applied. Was re-pumped to green zone after first pull. On second pull the device snapped at the cup and tube entry point. Vad was abandoned. Follow-up initiated for additional information. 1216677-2021-00250, mityvac m-style cup, 10007lp e-complaint (B)(4).

Manufacturer narrative:
The reported condition is currenlty being investigated.